Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue evaluated the iabp and replaced the fiber optic sensor extension cable. While re-assembling the iabp, the stm noticed that the cable from the pneumatic module to the backplane was damaged. The stm obtained a loaner cardiosave iabp for the customer and order the parts required for the repair. The stm returned at a later date to replace the cable from the pneumatic module to backplane. The stm additionally replaced damaged helium knob and a missing screw. The stm completed the pm, calibration and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during the visual inspection of the preventive maintenance (pm) performed by a getinge service territory manager (stm) that the fiber optic sensor extender was found to be damaged. There was no patient involvement and no adverse event was reported.